Event description:
Pt revised to address dislocation, found polyethylene wear of liner.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were unavailable. The investigation could not verify or identify any evidence of product contribution /error regarding the reported event with the info available. Based on the investigation, the need for corrective action is not indicated. Depuy considers this investigation closed. Should the products or add'l info that changes this conclusion be received, the investigation will be reopened.